Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified that the weight of the device was to the specification, deformation, and red, yellow, and brown particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is there were no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "recurrent seroma in the left breast" which began over one year following implant surgery. Device has been explanted.